Event description:
During preventative maintenance of the device, the service rep reported the roller pump display was blank. Upon further investigation, the rep determined the panel circuit board was the cause of the issue. The roller pump was returned for further investigation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.